Manufacturer narrative:
The injury occurred due to operator error. The customer removed the sample probe safety cover while the analyzer was running. There is no indication that the customer was wearing any personal protective equipment. There is sufficient labeling in the axsym operations manual to prevent the issue. Axsym system operations manual (ln# 09a26-06) section 7, operational precautions and limitations, hazard types, mechanical hazards identifies that the protective covers and barriers should be kept in place. The operator should never allow any part of the body to enter a range of mechanical movement during system movement. Section 8, hazards, hazard locations, sampling center provides a warning of the potential biohazard and to use caution when handling the probe as it is sharp, potentially biohazardous and may cause physical injury. There is a caution that indicates the system status must be paused, ready, or stopped when loading, unloading or removing a cover. There is a caution to pause the sampling center before opening the sampling pipettor cover and to wait for the sampling center to come to a complete stop, and the system status field displays paused, before accessing the sampling center. Section 8, hazards, procedural hazards, cautions the operator during daily, weekly and additional maintenance to wear gloves and to follow appropriate biosafety practices. Section 9, service and maintenance, for performing maintenance and component replacement cautions the operator to wear protective equipment and to follow appropriate biosafety procedures. There is a yellow caution sticker on the sample pipettor cover to identify to the operator that this is a hazardous area. The investigation demonstrated that the axsym analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report. End of report.

Event description:
The customer states that while she was investigating an issue for an increased number of exception reports, she removed the safety cover shield from the axsym analyzer. The customer noticed bubbles within one of the reagent bottles and tried to remove the bubbles while the analyzer was still running/processing patient samples. The sample probe hit her finger. The customer immediately rinsed the finger in cold water and went to the hospital where she was treated with a hepatitis b booster and a tetanus shot. A blood sample was also taken. Post exposure prophylaxis was administered. There is no further impact to patient management reported.